Event description:
The reporter contacted animas on (B)(6) 2012, stating that the down arrow keypad button was intermittently unresponsive. The reporter noted that the ok keypad button was worn. The reporter denied any damage to the keypad or any evidence of moisture in the pump. The patient reportedly wore the pump on a belt and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad issues.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/14/2012 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be fully intact; no damage was observed. The keypad was found to be worn, which has no effect on insulin delivery. During testing, all of the keypad buttons responded appropriately. There was evidence of contamination found under all key contacts.